Event description:
It was reported that a patient underwent surgical procedure on (B)(6) 2013 and a drain was used. Following the procedure, the reservoir suction was too weak and no drainage was found in the reservoir bag. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.